Event description:
Customer reported that the insulin pump's batteries are only lasting from two to four days. Customer has already received a replacement battery cap and is still having trouble with shortened battery life. Blood glucose level was 222 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected low battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.